Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she went into the emergency room and was hospitalized due to side infection. Customer stated that at the hospital they put her on fluids because she had a bad infection. Nothing further was reported